Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported intraoperatively that the first sheath did not provide sufficient support to advance the lead deeply into the septum, leading to the use of a second sheath. The second sheath exhibited resistance, making it difficult to advance the lead, and it did not slit cleanly. Additionally, the flexion cable externalized partway through slitting, which made it difficult to remove from the body. The lead was successfully implanted. No patient complications were reported as a result of this event.